Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. No unexpected weak battery or low battery alarm. The device passed the error alarm test. The unit was set with time/clock and monitor and no time loss/gain noted. The unit was program with several bolus and they were properly listed in the bolus history screen. No unit rebooting on its own noted. No bolus anomaly or history anomaly noted. The unit communicated properly with the glucose sensor simulator and minilink transmitter. No low transmitter alarm. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 108 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.